Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of aortic stenosis underwent a transcatheter procedure involving the evolutpro-29-us device implanted in the aortic position. 7 years and 6 months following the valve implant, the patient experienced severe central aortic regurgitation. The leaflets appear thickened with thrombus/pannus formation. It is unknown if treatment or intervention has been provided or planned.

Event description:
It was reported that a patient with a medical history of aortic stenosis underwent a transcatheter procedure involving the evolutpro-29-us device implanted in the aortic position. 7 years and 6 months following the valve implant, the patient experienced severe central aortic regurgitation. The leaflets appear thickened with thrombus/pannus formation. It is unknown if treatment or intervention has been provided or planned. Additional information was received that the final implant depth was 5.5 mm on the non-coronary cusp (ncc) and 6.1 mm on the left coronary cusp (lcc). All leaflets were observed to be thickened with thrombus.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.